Manufacturer narrative:
Article citation: schellhase, hannah, et al. ¿failure of xen gel stent implantation as a stand-alone procedure in congenital glaucoma: case report of secondary congenital glaucoma in neurofibromatosis type 1.¿ case reports in ophthalmological medicine, volume 2021, 24 jul 2021, pp. 1¿4. Crossref, doi:10.1155/2021/9947167. The author has declined to provide allergan further information regarding event, product, or patient details. The events of high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
The article "failure of xen gel stent implantation as a stand-alone procedure in congenital glaucoma: case report of secondary congenital glaucoma in neurofibromatosis type 1" noted a patient had an unknown xen gts implanted in the left eye. One month post-op, stent was repelled into the anterior chamber due to the elasticity of tenon¿s layer. Revision surgery performed with excision of tenon's layer but unsuccessful. The first device was removed and replaced with a 2nd xen. 5 month after 2nd implant, a 2nd revision surgery was performed due to an encapsulated tenon cyst with insufficient intraocular pressure (iop) control. However, while removing the scarring tenon¿s layer, the implant was dislocated completely into the anterior chamber. Six months after implantation, the stent was still highly mobile inside the sclera. Another xen gel stent (the third xen gel stent) was implanted. At that time, a progressive upper eyelid swelling was apparent and so an eyelid histopathological biopsy led to the diagnosis of neurofibromatosis type 1, deemed not related to the device. Iop was under control for another 6 months with medication use but was then found again to be elevated to 32 mmhg. Laser ciliodestructive procedure was performed. Loss of light perception was noted during chemotherapy. At last follow-up, iop was 28 mmhg under medication. This is the same article reported under MDR ID# 3011299751-2021-03095 (allergan complaint #(B)(4)) and 3011299751-2021-03087 (allergan complaint #(B)(4)). This MDR is being submitted for the first device.